Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 16mm x 2.5mm, totally occluded target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca) with a significant bend of >=90 degree. A 2.50mm x 12mm liberté stent delivery system was selected to treat the lesion. The physician could not implant the device because the strut of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a liberte/veriflex stent delivery system (sds) and stent with a liberte/veriflex shelf box, product pouch and carrier tube (hoop). The batch number on the returned packaging and device matched the reported batch number. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Magnified and visual inspection confirmed there was no damage to the stent. There was a complete hypotube separation 22.5cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. There were multiple kinks throughout the hypotube. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged stent damage or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 16mm x 2.5mm, totally occluded target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca) with a significant bend of >=90 degree. A 2.50mm x 12mm liberte stent delivery system was selected to treat the lesion. The physician could not implant the device because the strut of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).